Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially called for training regarding how to perform a control test and blood glucose test. During the training call, a blood test was performed by the customer fasting and produced test result of 372 mg/dl using truemetrix meter. Customer was not satisfied with the result stating that it was high and information was given to ccr, who had called customer back later that same day. Customer was also concerned with meter memory result of 316 mg/dl. The customer¿s expected blood glucose test result ranges are: am fasting 120-138mg/dl, mid day fasting under 150mg/dl, mid day non-fasting under 200mg/dl, pm fasting under 200mg/dl. The customer feels well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/15/2021 and open vial date is 05/15/2020. During the call with the ccr, a blood glucose test was performed non-fasting and produced test result of 415 mg/dl using truemetrix meter. Customer was not satisfied with the result. The meter memory was reviewed for previous test result history (only 2 results were given): (B)(6).